Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as very itchy, and the patient scratched skin until they bled. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended an over-the-counter lotion for the skin irritation. Follow up indicated that the skin irritation improved.